Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient presented for a follow-up, an alert for lv distal to rv coil was observed even though the stimulation was set to lv prox to rv coil. Programming changes were made. The device remains implanted,